Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. The patient stated that on approximately (B)(6) 2024, the patient did not receive an alert from the mobile device that she was low and the sensor also failed, which led to her being hospitalized. There was no documentation of further medical evaluation or intervention. Attempts to contact the reporter for more details about the event were unsuccessful. The patient was reportedly fine at the time of the call. Data investigation confirmed an alert/notification settings issue as no alert/notification. The probable cause was that the alert was disabled. No additional patient or event information is available.